Event description:
A malfunction alarm was reported with the code "malf 12." There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump; the issue did not recur afterward. The customer was advised to continue using the pump and to contact support if any malfunction code recurs, which the caller acknowledged and understood.